Event description:
Report received of an under-delivery of an unspecified medication. The pump was programmed to deliver a volume of 100ml at an unspecified rate. It was reported that after 51ml infused, the pump alarmed with an empty container alarm. The customer stated that the homecare patient did not experience any adverse effects. Though requested, no further information was available.